Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 9/8/2014 device evaluation:the lay user/patients meter has been returned on 8/13/2014 and evaluated by lifescan product analysis on 8/19/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultralink read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. On (B)(6) 2014, at 07:56 am, the patient reportedly obtained blood glucose readings of ¿38, 76 and 71mg/dl¿ with the subject meter. The patient confirmed that the back to back meter readings were taken less than 20 minutes apart from each other. Based on statistical methodology, the calculated difference between these glucose results exceeds the expected value of less than or equal to 20 mg/dl. The patient manages her diabetes with an insulin pump and claimed taking food and/or drink at 8:00am that morning, approximately 4 minutes after obtaining the alleged inaccurate erratic results. The patient denied developing symptoms as a result of the issue. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure setting; the results were from the same approved sample site and testing method and storage were correct. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient did not develop sign/symptoms suggestive of severe hypoglycemia or hyperglycemia nor receive medical intervention for either of these conditions after obtaining the alleged inaccurate results. However, this complaint is being reported because the subject meter did not meet lfs¿ precision criteria and the alleged product issue was not resolved during trouble shooting.